Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to clean the pump's speaker holes, remove and reconnect the cartridge, and if unable to resume insulin, load a new cartridge and try again. After resuming delivery, the alarm recurred, and the customer was advised to wait two hours to allow any remaining moisture to evaporate while technical support arranged for a follow-up. Customer did not reply to follow-up.